Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps (fbf) instrument was analyzed and failure analysis found the primary failure of thermal damage - exposed electrode to be related to the customer reported complaint. The instrument was found to have yaw pulley thermal damage with an exposed electrode. There was no damage found to the conductor wires. The instrument passed an electrical continuity test. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported during da vinci-assisted prostatectomy surgical procedure, a piece of insulation was observed to be missing from the distal end of the fenestrated bipolar forceps (fbf). The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was checked before use, and there were no abnormalities. The problem only became known and communicated after the instrument cleaning process (central processing). The surgeon did not notice any problems with the functionality of the instrument during the surgical procedure. It was unknown if the instrument collided with other instruments or other hard material during the surgical procedure. The procedure was completed robotically with no patient injury. The patient had been discharged. There are no photographs of the device(s) or a video recording of the procedure available for review.

Manufacturer narrative:
An investigation is in progress to determine the cause of this reported event. A return material authorization (RMA) was issued to the customer requesting to have the intuitive device returned. However, isi has not received the product involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue. A follow-up MDR will be submitted if the product is returned (post failure analysis evaluation) or if additional information is received.